Event description:
In 2008, it was reported to boston scientific corporation that during preparation of an extractor xl triple lumen retrieval balloon prior to an endoscopic retrograde cholangio-pancreatography procedure, "...the balloon was tested and would not inflate." No patient complications were reported as a result of this event. The procedure was completed with another extractor xl triple lumen retrieval balloon.

Manufacturer narrative:
The suspect device was discarded. A device analysis cannot be performed, therefore, the cause of the reported is undetermined. A review of the device history record of the pertinent lot was performed; no anomalies were noted. The july 2008 15-month gi retrieval balloon product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.